Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803602, cocr femoral head, 60687074 65620006022, shell porous with cluster holes 60 mm, 60650851 0100121020, alloclassic offset stem 2, 2327260. Report source, foreign - the event occurred in the (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00119. Product location unknown

Event description:
It was reported that the patient underwent initial left hip arthroplasty. Subsequently, the patient was revised due to dislocation and subluxation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).